Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a heavily calcified aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. During the first bav, the balloon slipped out of the annulus. A second bav was performed using a 22 mm non-medtronic balloon. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and the valve was deployed. Following initial deployment, the valve was recaptured due to a shallow depth. Upon a second deployment attempt to a depth of 3 mm, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted in the patient. There was a 20-minute procedural delay. No patient complications were reported as a result of this event.